Event description:
The procedure was a breast biopsy. Reportedly, the pt was admitted the same day for bleeding. The doctor applied a penrose drain on site and sutured the incision closed. The pt was released the next day.